Manufacturer narrative:
(B) (4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator was replaced due to early battery depletion. Additional info has been requested, a follow-up report will be sent if additional info becomes available.